Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4). The purpose of this MDR is to include additional event information received on 28 february 2021. The additional information indicated that the vasospasm occurred before the implantation of the 4mm x 23mm enterprise 2 (encr402312 / 5708445) vascular reconstruction device (vrd). The severity of the vasospasm was mild. It treated and resolved with the administration of nimodipine injection. Vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow distal to the spasm and may occur when positioning/advancing the devices through the vessel/arteries. This is a well-known potential complication with any invasive procedure during which devices are introduced into vessels. Review of the available information suggests that vessel characteristics, patient and procedural factors may have contributed to the vasospasm. Since additional information received on 28-feb-2021 indicated that the intraoperative vasospasm occurred prior to the implantation of the enterprise stent, the event no longer meets MDR reporting criteria. Upon further review, this complaint does not meet the criteria for medical device reporting since the adverse event was not related to the study device or other cerenovus devices. Therefore, it has been deemed not reportable. No further reports will be forthcoming. Updated sections: g.3, g.6, h.2, and h.10.

Manufacturer narrative:
(B)(4) information regarding patient weight, race, and ethnicity were not provided. The initial reporter phone is not available / reported. [Conclusion]: the case report form (crf) of the (B)(6) year-old female subject ((B)(6)) in the (B)(6) study noted intraoperative evaluation of the target aneurysmal artery was vasospasm. There was no report of aneurysm rupture or perforation. The event originally reported via the (B)(6) study is as following: the (B)(6) year-old female subject with a past medical history of bilateral mammary nodules, right breast nodules, pulmonary nodules, proteinuria, and (B)(6) underwent a stent-assisted coil embolization of an internal carotid artery saccular aneurysm on (B)(6) 2021 experienced a mild urinary tract infection on (B)(6) 2021 which required a routine urine culture test and medication administration of levofloxacin tablets (500mg daily by mouth). Per the principal investigator (pi), the event was unrelated to the study device, possibly related to the study procedure, and unrelated to the dual antiplatelet therapy. The event is ongoing and the outcome is recovering / resolving. Intra-procedure angiography/imaging examination revealed an unruptured internal carotid artery saccular aneurysm with the following dimensions: maximum aneurysm diameter 4.4mm and neck size 4.4mm. The parent vessel diameter was 3.59mm. Intraoperative evaluation of the target aneurysmal artery was vasospasm. Stent-assisted coil embolization was performed with the implantation of a 4mm x 23mm enterprise 2 (encr402312 / 5708445) vascular reconstruction device (vrd). The stent and unspecified coils were successfully placed in the aneurysm. Immediate post-procedure assessment showed raymond-roy score of class ii: residual neck (contrast filling in aneurysm neck but none in aneurysm body). There were no reported study device deficiencies. Based on complaint information, the device remains implanted and is thus not available for evaluation. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 5708445.the history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. In addition, there was no report of malfunction associated with the device. As such, the investigation will be closed. Vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow distal to the spasm and may occur when positioning/advancing the devices through the vessel/arteries. This is a well-known potential complication with any invasive procedure during which devices are introduced into vessels. Review of the available information suggests that vessel characteristics, patient and procedural factors may have contributed to the reported vasospasm rather than a manufacturing issue or defect of the device. Since the vasospasm was reported as intraprocedural finding and the severity of the actual event is unknown, the event currently meets MDR reporting criteria. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The case report form (crf) of the (B)(6) year-old female subject ((B)(6)) in the (B)(6) study noted intraoperative evaluation of the target aneurysmal artery was vasospasm. There was no report of aneurysm rupture or perforation. The event originally reported via the (B)(6) study is as following: the (B)(6) year-old female subject with a past medical history of bilateral mammary nodules, right breast nodules, pulmonary nodules, proteinuria, and (B)(6) underwent a stent-assisted coil embolization of an internal carotid artery saccular aneurysm on (B)(6) 2021 experienced a mild urinary tract infection on (B)(6) 2021 which required a routine urine culture test and medication administration of levofloxacin tablets (500mg daily by mouth). Per the principal investigator (pi), the event was unrelated to the study device, possibly related to the study procedure, and unrelated to the dual antiplatelet therapy. The event is ongoing and the outcome is recovering / resolving. Intra-procedure angiography/imaging examination revealed an unruptured internal carotid artery saccular aneurysm with the following dimensions: maximum aneurysm diameter 4.4mm and neck size 4.4mm. The parent vessel diameter was 3.59mm. Intraoperative evaluation of the target aneurysmal artery was vasospasm. Stent-assisted coil embolization was performed with the implantation of a 4mm x 23mm enterprise 2 (encr402312 / 5708445) vascular reconstruction device (vrd). The stent and unspecified coils were successfully placed in the aneurysm. Immediate post-procedure assessment showed raymond-roy score of class ii: residual neck (contrast filling in aneurysm neck but none in aneurysm body). There were no reported study device deficiencies.